Event description:
It was reported that the pump exhibited an invalid syringes size and internal mode errors and the case was cracked. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the top case was cracked by the front lower right comer. A review of the event history log identified invalid syringe size in history. During functional testing the invalid syringe size was duplicated when syringe was inserted. The barrel guide was cracked as a result of impact to the device. The root cause of the problem was a result of the customer's impact to the device. Replaced the barrel clamp guide and barrel clamp spring. Device tested for all functions which passed.